Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle had the cannulas break off or pull out and needle stick injury-post use the loose cannula event occurred 1000 times. It was reported the needle stick injury event occurred 1000 times; however, the provided event description states 1 needle injury. The following information was provided by the initial reporter: the customer stated: there are "lids with seals broken and loose on msn. One of our vet distributors has received the following email from one of their end users. The lid that goes over the needle did not fit at all and would readily come off once the sticker had been broken and the bottom lid removed, continuing to occur when the needle was screwed on to the vacutainer. Normally the lid fits fit snug enough over the needle that it is a specific action to remove them. However, these were literally falling off and resulted in one needle stick injury to a team member.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-20. H6: investigation summary: bd received (B)(4) samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for loose needle with the incident lot was observed. Examination of samples revealed melted hub gate. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of melted hub through a corrective and preventive action (CAPA)2188240. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle had the cannulas break off or pull out and needle stick injury-post use the loose cannula event occurred 1000 times. It was reported the needle stick injury event occurred 1000 times; however, the provided event description states 1 needle injury. The following information was provided by the initial reporter: the customer stated: there are "lids with seals broken and loose on msn. One of our vet distributors has received the following email from one of their end users. The lid that goes over the needle did not fit at all and would readily come off once the sticker had been broken and the bottom lid removed, continuing to occur when the needle was screwed on to the vacutainer. Normally the lid fits fit snug enough over the needle that it is a specific action to remove them. However, these were literally falling off and resulted in one needle stick injury to a team member.